Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint has been confirmed. Visual evaluation of the provided picture confirmed that a cracked cavity is shown. No product was returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, description of event or problem, device identification, date received by MFR, type of report, type of reportable event, follow up type, device manufacture date, additional narrative. Device identification: UDI # (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Foreign report source: (B)(6).

Event description:
It was reported that the internal plastic packaging of the implant was cracked and breached the sterility of the product. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.